Event description:
Cautery hand device on the maquet hemopro endoscopic vessel harvest system activated without manual activation, causing the tip to become red hot, burning, and smoking. Device was replaced. Cord was replaced. Settings on control box checked. After device and cord was replaced, the device repeated the same overheating and staying activated while inside the patient's leg. Device was removed, shut off, and no longer used. No injury to patient or staff. Device sent to manufacturer.